Event description:
The customer reported two false positives with the ID now covid-19 assay performed on (B)(6) 2022 on nasopharyngeal swab samples. This report is for patient two 2 of two 2. Confirmation pcr testing was performed on a saliva sample generating a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.